Event description:
On (B)(6) 2013, abbott point of care (apoc) was contacted by a customer who reports unexpected pt/inr results on a (B)(6) year old patient. The patient was present for pre-surgical work up. There was no additional patient information available at the time of this report. Date: (B)(6) 2013 method: I-stat time: 07:14 pt/inr: 60.4/5.5, sample: a; (B)(6) 2013, bcs, 07:27, 26.1/2.5, b. Based on the information available at the time, there were no injuries associated with this event.

Manufacturer narrative:
Apoc incident # (B)(4). An investigation was completed on (B)(4) 2013 and a deficiency was identified. Apoc product action number: (B)(4). Details were provided with the action that was conducted in cooperation with the u.s. Food and drug administration.